Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The investigation remains in process. All information reasonably known as of 06 mar 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Additional information received 13-feb-2020 indicated the product was not altered in any way prior to use. The incident did not occur during transport and the patient was not hand bagged. "The tube was coming out." The event occurred "within 2 weeks" of use. It is unknown how much pressure was used to inflate the balloon and there was not anything unique about the patient or protocol used. The amount of force applied to the tube is unknown and the event was not due to a kink in the tube.

Manufacturer narrative:
Correction: g3: other - japan. A review of the device history record is not possible as no lot number was provided. The actual complaint product was returned for evaluation. The device was returned without product packaging. The product does not contain a lot number identification. Inflation of the cuff was attempted; cuff pressure could not be sustained. The root cause could not be determined. However, as the leak was not observed prior to intubation, the cuff may have been damaged during intubation. The instructions for use (IFU) states "avoid damaging the cuff during intubation. If the cuff is damaged, the tube should not be used." All information reasonably known as of 27 mar 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 28 jan 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that "the cuff could not be applied pressure and the tube could not be placed in the patient during use. The microcuff was replaced for new one. No patient injury. The microcuff was checked inflating cuff before use."